Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced increased dyskinesia with unpredictable change to off episodes. On (B)(6) 2018, the patient's medication was adapted to decrease the dyskinesia, but on (B)(6) 2018 the patient reported the medication change did not help and still had dyskinesia. Hospitalization occurred on (B)(6) 2018 to change medication again and reprogram ins. Levodopa dose was decreased to 4 times at 0.5 and prolopa (250) was stopped, which caused off episodes, so the ins parameters were increased, which resulted in increased dyskinesia. The stimulation was decreased again due to increased dyskinesia. Diagnostic methods included examination which noted no dyskinesia 30 minutes after intake prolopa 3/4 + tasmar. Amantadine intake at 2 times 100 mg/daily was started and showed good evolution with good balance between off episodes and dyskinesia. The event was resolved without sequelae on (B)(6) 2018, and patient returned home. Etiology was described as possibly related to device/therapy, not related to procedure, and due to programming. The event resulted in hospitalization and medical/surgical intervention to prevent life threatening illness/injury/permanent impairment to body structure/function. No further complications are anticipated.

Manufacturer narrative:
Estimated age based on age at study baseline and event date. Initial serial number reported to medtronic was not correct. If information is provided in the future, a supplemental report will be issued.